Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced facial nerve stimulation and pain with device use. A review of the recipient¿s test data indicated impedance issues. External equipment was exchanged; however, it did not resolve the issue.

Manufacturer narrative:
The recipient CT scan showed abnormal results. Reimplant surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.